Event description:
Related manufacturer reference number:2017865-2024-35167. Related manufacturer reference number:2017865-2024-35168. Related manufacturer reference number:2017865-2024-35170. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was systolic & diastolic ischemic cardiomyopathy.

Manufacturer narrative:
The reported event was patient death. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damage consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.